Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex fully covered biliary rmv stent was implanted in the bile duct to treat a benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The anatomy was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The stent was expected to be removed after 11 weeks, however, the uncovered proximal region of the stent will complicate the removal of the stent itself, so another stent was placed stent-in-stent in an attempt to resolve possible future complications. The wallflex biliary stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Blocks b3 and b5 have been updated with additional information received on january 04, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation on october 13, 2022 that a wallflex fully covered biliary rmv stent was implanted in the bile duct to treat a benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The anatomy was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The stent was expected to be removed after 11 weeks, however, the uncovered proximal region of the stent will complicate the removal of the stent itself, so another stent was placed stent-in-stent in an attempt to resolve possible future complications. The wallflex biliary stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. A second wallflex fully covered biliary stent was placed stent-in-stent to induce necrosis of mucosa inside the uncovered mesh of the first wallflex fully covered biliary stent. In a few weeks, both stents were scheduled for removal. Furthermore, the physician prefers an end to end covering to the wallflex biliary fully covered stent for an easier stent removal contrary to the 2mm uncovered portion from the proximal loop design as indicated in the instructions for use (IFU). The second wallflex fully covered biliary stent was implanted on (B)(6) 2022. The tissue ingrowth on the first wallflex biliary stent was noted on (B)(6) 2022.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on october 28, 2022 and november 04, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary rmv stent was implanted in the bile duct to treat a benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2022. The anatomy was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The stent was expected to be removed after 11 weeks, however, the uncovered proximal region of the stent will complicate the removal of the stent itself, so another stent was placed stent-in-stent in an attempt to resolve possible future complications. The wallflex biliary stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on (B)(6) 2022 and (B)(6) 2022 a second wallflex fully covered biliary stent was placed stent-in-stent to induce necrosis of mucosa inside the uncovered mesh of the first wallflex fully covered biliary stent. In a few weeks, both stents were scheduled for removal. Furthermore, the physician prefers an end to end covering to the wallflex biliary fully covered stent for an easier stent removal contrary to the 2mm uncovered portion from the proximal loop design as indicated in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation on october 13, 2022 that a wallflex fully covered biliary rmv stent was implanted in the bile duct to treat a benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The anatomy was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The stent was expected to be removed after 11 weeks, however, the uncovered proximal region of the stent will complicate the removal of the stent itself, so another stent was placed stent-in-stent in an attempt to resolve possible future complications. The wallflex biliary stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on october 28, 2022 and november 04, 2022** a second wallflex fully covered biliary stent was placed stent-in-stent to induce necrosis of mucosa inside the uncovered mesh of the first wallflex fully covered biliary stent. In a few weeks, both stents were scheduled for removal. Furthermore, the physician prefers an end to end covering to the wallflex biliary fully covered stent for an easier stent removal contrary to the 2mm uncovered portion from the proximal loop design as indicated in the instructions for use (IFU). Additional information received on december 23, 2022. The second wallflex fully covered biliary stent was implanted on (B)(6) 2022.

Manufacturer narrative:
Block b5 has been updated with additional information received on december 23, 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code (B)(6) captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device.